Manufacturer narrative:
H6 impact codes: death f02 code added.

Event description:
It was reported that there was a device related thrombus, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A routine follow-up was performed on (B)(6) 2025 was clear of thrombus and no leak was mentioned. The patient was on dual antiplatelet therapy throughout the entire post-implant regimen. The patient presented 5 months post procedure with stroke symptoms. The patient was encephalopathic and a device related thrombus was discovered. The patient was admitted to the hospital and is receiving a heparin drip in response to this event. Neurology is repeating a computed tomography head scan. No other treatment or intervention has been performed for this event. It was further reported that the patient died.

Event description:
It was reported that there was a device related thrombus, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.a routine follow-up was performed on (B)(6)2025 was clear of thrombus and no leak was mentioned. The patient was on dual antiplatelet therapy throughout the entire post-implant regimen. The patient presented 5 months post procedure with stroke symptoms. The patient was encephalopathic and a device related thrombus was discovered. The patient was admitted to the hospital and is receiving a heparin drip in response to this event. Neurology is repeating a computed tomography head scan. No other treatment or intervention has been performed for this event.it was further reported that the patient died.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review the provided medical media is related to stroke and thrombus and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media smes.device history record review the batch number for the watchman flx? Pro, part # m635wu60270 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (encephalopathy), thrombosis (hospitalization, medication and imaging required) and death.risk review a risk review was completed and confirmed that the events of cerebral vascular accident (cva) (encephalopathy), thrombosis and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A routine follow-up was performed on (B)(6) 2025 was clear of thrombus and no leak was mentioned. The patient was on dual antiplatelet therapy throughout the entire post-implant regimen. The patient presented 5 months post procedure with stroke symptoms. The patient was encephalopathic and a device related thrombus was discovered. The patient was admitted to the hospital and is receiving a heparin drip in response to this event. Neurology is repeating a computed tomography head scan. No other treatment or intervention has been performed for this event.